Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid submerging your pump in fluid beyond a depth of 3 feet (0.91 m) or for more than 30 minutes (ipx7 rating). If your pump has been exposed to fluid beyond these limits, check for any signs of fluid entry. If there are signs of fluid entry, discontinue use of the pump and contact customer technical support.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, pump had been dropped in water. Customer¿s blood glucose level was 307 mg/dl. Customer declined troubleshooting with tandem technical support.